Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage: physical damaged front panel;touchscreen gasket.there were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed. System air leak test ¿ passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This female peritoneal dialysis (pd) patient called customer service to place an order and reported being hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain, nausea, vomiting, and cloudy pd effluent. Additionally, the patient was not eating and drinking. The patient¿s sister recently passed away, so in addition, the patient was also not doing well for that reason. The patient¿s blood pressure was low (no reading provided). 911 was called and the patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital and diagnosed with peritonitis. No culture results were available. The patient was initiated on antibiotics. The patient was prescribed intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). It is known that the patient¿s dosage on (B)(6) 2025 was held as the vanco trough levels were too high (values not provided). The patient was discharged on (B)(6) 2025. The patient was due to be seen in the clinic for follow-up on (B)(6) 2025. The cause of the patient¿s peritonitis is unknown. Attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This female peritoneal dialysis (pd) patient called customer service to place an order and reported being hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain, nausea, vomiting, and cloudy pd effluent. Additionally, the patient was not eating and drinking. The patient¿s sister recently passed away, so in addition, the patient was also not doing well for that reason. The patient¿s blood pressure was low (no reading provided). 911 was called and the patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital and diagnosed with peritonitis. No culture results were available. The patient was initiated on antibiotics. The patient was prescribed intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). It is known that the patient¿s dosage on (B)(6) 2025 was held as the vanco trough levels were too high (values not provided). The patient was discharged on (B)(6) 2025. The patient was due to be seen in the clinic for follow-up on (B)(6) 2025. The cause of the patient¿s peritonitis is unknown. Attempts to obtain additional details were unsuccessful.